Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported right side "is smaller and more firm" and they are "concerned that it shrank because it is leaking". Patient additionally reported breast cancer prior to implantation; this event is not related to the device. Device remains implanted.